Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported thatduring a routine ICD replacement procedure, high, out of range high voltage lead impedance was observed. During an impedance test, there were no measurements in the svc coil. The svc coil was programmed off. The patient was asymptomatic. Monitoring will continue.